Manufacturer narrative:
(B)(4). Date sent: 05/20/2025. D4: batch #347d02. Investigation summary: the product was returned for evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with three reloads present. Two gst60g reloads b & c and one gst60t reload d and all reloads were received partially fired 1/3. The returned device and reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review ==> a manufacturing record evaluation was performed for the finished device batch number 347d02, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 04/02/25 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #psee45a, with lot/batch #m9ch98, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device only succeeded 1 cm after firing. Another stapler was taken to complete the procedure with an unspecified delay. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent 5/1/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.